Event description:
Pt reported obtaining a result of "hi" (> 600 mg/dl), while using the suspect device. Pt indicated that he dosed 250 insulin (reportedly, his normal dosage) at - 6:00 a.m. Pt stated that approximately 5 hours later he "blacked out". Pt indicated that his family member phoned emergency med services, and upon their arrival, pt's blood glucose measured 32 mg/dl ( on paramedics' blood glucose monitor). Pt stated that he was treated with an intravenous glucose solution, and admitted to the hosp for additional treatment. Pt did not indicate the duraton of his hospitalization. Qc testing had not been performed on the system. Additionally, at the time of the event. Pt was using expired test strips. Technical support requested the return of the suspect product and replacement product was shipped.